Event description:
The patient's parent reported that the patient was hospitalized at (B)(6) hospital due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones of 4.3 while wearing the pod between 5 and 24 hours on their leg. Symptom reported include hyperglycemia, feeling sick and having headaches. After removing the pod and discarding it, the patient was then taken to the hospital. At the hospital, the patient was treated with insulin and fluids (name unspecified). The patient was able to apply a new pod to continue treatment and was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] (B)(6). The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] (B)(6). Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] (B)(6). Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.